Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device had an initial power up issue. There was no harm or injury reported. In addition, the device evaluation found critical error codes for a failed test for internal battery. The battery was replaced to address the issue. The device have passed all testing.